Manufacturer narrative:
Device labeling single use or reuse. Device not returned. No eval will be performed. No conclusions can be drawn.

Event description:
A pt sent a letter, dated feb 2, 2010, to our affiliate in the (B) (4). The pt reported that he/she had worn acuvue oasys contact lenses for "1 day and 1 night" in (B) (6) 2009. The pt reported that in the morning "a big ulcer came up in my left eye." The pt reported a visit to an optician and a referral to a hosp eye emergency ward where "cream and drops" were prescribed. The pt wrote that in january, he/she had a "sight test and my prescription changed to worse and got prism" and "scarring" os. The pt contacted our firm to request reimbursement for the lens purchase. This event is being reported as a serious event due to the report of a "large ulcer" and reported change in acuity. The pt has not responded to several attempts to contact and no confirmation has been received from a medical professional. No product or lot info has been received. No analysis is possible. We will send f/u info within 30 days if additional info is received. This event has also been reported to the (B) (4) in the (B) (4). MDR reportable events are reviewed in quarterly mgmt review meetings.